Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels and may have began experiencing diabetic ketoacidosis. The customer stated that the insulin pump stopped working, and she was unable to lower her blood glucose so she went to her doctor to be treated with intravenous fluids. She reported that she was also sick, and when she went to check her blood glucose, the glucometer would not read, indicating a blood glucose reading over 600 mg/dl. He performed a self test on the insulin pump and treated with a manual bolus with the device. She also continued to give herself manual boluses in attempts to lower her blood glucose. She complained of dehydration. The most recent blood glucose reading was 193 mg/dl. Upon troubleshooting, the insulin pump passed the high pressure test and was deemed to be working as designed. She was advised to change the infusion set and monitor the device. Nothing further reported.